Manufacturer narrative:
During the investigation by agfa, the system was inspected. The initial assessment confirmed all system mandatory upgrades have been completed. The correct arrestor is mounted to the system and is touching the ground. Neither agfa service nor the customer could reproduce the problem. The root cause could not be determined. As a preventive action, agfa service informed the customer they could order and install anti-static wheels for the mobile system. The system is now working as intended. There has been no reported patient harm for this event.

Event description:
This supplement report #1 is being submitted to provide the root cause and actions taken.

Manufacturer narrative:
Agfa healthcare (B)(4) has recently changed the company structure into two legal entities, named agfa healthcare and agfa (B)(4). This report is for agfa (B)(4). (B)(4).

Event description:
On january 7, 2019, a customer in (B)(6) reported to agfa that when using their dx-d 100 system, they experienced unintended movement. The customer reported the dx-d 100 system was moved into position to take an image when the unit made a long beeping sound and then started to move forward with no one touching the handle. The dx-d 100 hit a wall but was still trying to go forward. The system stopped when the emergency stop button was pressed. Investigation is under way and a supplemental report will be provided. There has been no reported harm to patient or user during these events.